Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the atrial channel and rv coil-can custom channel was observed. It was noted that the oversensing triggered multiple inappropriate episodes of atrial tachycardia and atrial fibrillation. A chest x-ray revealed that the device had migrated down near the abdomen. Programming changes and further testing were recommended.

Event description:
New information received indicates that the device was explanted and replaced.